Event description:
It was reported that customer experienced problems with charging cable. There was no reported impact to the customer¿s blood glucose level. Technical support attempted to call customer to troubleshoot issue, but customer did not answer, so message was left on voicemail and no further actions were documented.